Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent bha surgery for the femoral neck fracture with implants in question. After the surgery, it was confirmed that periprosthetic joint infection occurred. Removal surgery was performed. The patient will undergo a procedure of placing antibiotics in the affected area and will undergo re-surgery of bha after treatment of the infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.